Event description:
During a standard dental treatment the handpiece heated up and burned the pt on inner check to the size of 1.5 inches in diameter. The pt was prescribed vicodin for pian. She went to her normal physician as well who prescribed her antibiotic cindamycin. Ref # 3003637274-2013-00021.